Manufacturer narrative:
The issue was resolve by restarting the unit. There was no repair. No report of patient involvement. The initial reporter is located outside the u.s. And therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718 the issue was resolve by restarting the unit. There was no repair.

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation. There was no patient involvement.